Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. No vibration anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to accidentally jumping into a lake while still connected to insulin pump. Customer reported that as a result, display screen went blank and insulin pump had a vibrating alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.